Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a pin broke at the distal end. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The additional evaluation report as received conditions to be that the pin has broken off on the distal end. The carried out investigation has shown that the top of the hex screwdriver is canceled. The hexagon also has signs of wear. Unfortunately we cannot elicit the exact reason for this overload afterwards. The fracture surface is homogeneous, indicating proper material quality. The verification checks on the basis of the manufacturing and material documents showed that the present hexagonal screwdriver fully comply with the specifications. A new solution for the complained hex screwdrivers would be the newly developed pedicle screws holding sleeve for item no. 314.069. Therefore, this complaint is deemed indeterminate.